Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Complainant alleged that during a demo, the autopulse platform displayed a user advisory ua 07 (discrepancy between load 1 and load 2 too large) message, that was unable to be cleared by powering the device off and on. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse® platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection of the returned platform was performed which found that the top cover was damaged. Initial functional testing was unable to be performed due to the platform exhibiting a ua7 (discrepancy between load 1 and load 2 too large) message. A review of the archive was performed which confirmed that a ua7 occurred on the reported event date of (B)(6) 2014. Based on the investigation, the parts identified for replacement were the load cell module 2 and top cover. The platform underwent and met all final testing criteria. In summary, the customer's reported complaint that the platform exhibited a ua7 was confirmed during functional testing as well as archive review. The root cause of the exhibited ua7 was determined to be caused by load cell module 2 over reporting. Load cell module 2 was replaced, which remedied the reported user advisory 7.